Event description:
It was reported that during a laparoscopic splenectomy/ pancreatectomy procedure, when the device was fired the reload ejected from the gun. The splenic vein was cut and not stapled. It appeared that the device was "long-loaded" after the fact. Another device was used to control bleeding and complete the procedure. There were no adverse consequences for the patient. On what tissue type was the device used? At what location on the tissue? Splenic vein. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Were there any malformed staples noticed? No. Was the staple line incomplete or did it exceed the cut line? Yes. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.